Event description:
The customer reported that he was hospitalized due to high blood glucose levels. The customer was unable to troubleshoot at the time of the call, and stated that he would call back. Assisted the customer in reviewing the basal rate and bolus history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.